Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed above annular level at 3 and 2 on the left coronary cusp. A second transcatheter bioprosthetic valve was implanted in the aortic position deeper than the first valve at 4 mm on the non-coronary cusp and 8 mm on the left coronary cusp. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.